Event description:
Complainant alleged that while attempting to defibrillate a very large male pt (age unknown) using electrodes in an anterior posterior position, the device charged up to 120 joules, but would not discharge. The medics removed the pads and put on another set in a apex sternum position and were able to defibrillate the patient. Complainant indicated that the patient subsequently expired.